Event description:
On (B)(6) 2011, the pt reported 2 infusion set headsets leaked where the cannula meets the infusion set. She stated the infusion sets were from the same lot number but from separate boxes. She noticed wetness at the infusion site while bolusing. The date of the first incident was not provided. The second incident occurred on (B)(6) 2011 and her blood glucose elevated (value not provided) as a result. Her target blood glucose range is 70-120 mg/dl. She changed the infusion site to resolve the issue. The infusion site had been in place for 1 day. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.